Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 (bsc aware date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The excised segment of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced mesh erosion. An outpatient surgery was subsequently performed to remove the exposed mesh. Conservative treatment was also performed which included use of estrogen and antibiotics.